Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 600 mg/dl and a correction bolus was delivered. Cause of event was not known. Pump system check was performed with tandem technical support; no device issues were identified. Recommendation was made for the customer to discuss the event with a healthcare provider.